Manufacturer narrative:
E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). Reporter first name: (B)(6). A philips remote service engineer (rse) interviewed the customer and provided them information to order a replacement speaker assembly. A good faith effort (gfe) response confirmed the speaker was completely out of sound. Based on the information available, the cause of the reported problem was confirmed to be the speaker assembly. The reported problem was confirmed. After the customer was provided information to purchase a speaker assembly replacement, the issue was resolved. The investigation concludes that no further action is required at this time. No further investigation or action is warranted.

Event description:
It was reported there were alarms for the speaker malfunction. It was confirmed there was no sound coming from the device. The device was in use on a patient at the time of the event, there was no adverse event reported.